Event description:
It was reported that intra-operatively the pacing lead could not be advanced deep enough due to severe myocardial fibrosis. The lead suddenly exhibited significant displacement leading to a suspected perforation of the interventricular septum. It was then noted that there was resistance when retracting the lead. After removal, fibrous tissue was found entangled around the distal tip of the lead with mild deformation observed. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had severe myocardial fibrosis, and initial screw-in was difficult. During the attempt to screw in the lead, the injury current recorded on the intraoperative multi-lead recording suddenly decreased significantly, and the tip unipolar pacing threshold increased markedly. Based on imaging findings of the lead position and movement, it was suspected that the tip had perforated the septum; therefore, the lead was withdrawn and repositioned. The operator considered that the deformation was caused by the patient¿s own fibrosis and was not related to lead quality

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.